Manufacturer narrative:
The investigation has been completed and the cracked touch screen was verified. The complaint ac power charger/ usb cable were not returned for investigation. Investigation verified pump charged without any issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive and the usb cable and ac power adaptor were not charging the battery. Blood glucose was 108-110 mg/dl. Customer reverted to using manual injections for insulin therapy.